Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high, rising impedances. The rv lead was explanted and replaced. There was some difficulty extracting the rv lead which resulted in the helix detaching from the lead and remains in the heart tissue. No patient complications have been reported as a result of this event.